Manufacturer narrative:
The insulin pump failed the displacement test and motor error alarm occurred during rewind due to motor encoder out of phase. Unable to complete functional test including basic occlusion, occlusion, prime and excessive no delivery alarm test due to motor error alarm. No unexpected low battery or off no power alarms noted.

Event description:
Customer reported that she was hospitalized due to experiencing diabetic ketoacidosis. Customer states that she discontinued the use of the insulin pump when hospitalized and has been admitted three more times but was only wearing the insulin pump on this first event. Customer stated the blood glucose value at the time of the admission is unknown and that the insulin pump has not been in use since then. Customer explained she was on vacation at time of the event and was wanded at the airport but did not go through body scan. Customer reports she wanted to get back to insulin pump therapy but put batteries into the device to enter settings and received a motor error alarm. Current blood glucose value is 193 mg/dl. Nothing further reported.